Manufacturer narrative:
The reported event of the tip cover breaking was confirmed through visual inspection. Based on subject matter expert consultation potential causes for the tip cover breaking is the tip coming into contact with tip cover due to a loose angle cover, a misaligned tip, or the tip cover being pressed with excessive force during operation.

Event description:
It was reported that at the end of a cranial osteogenesis procedure, it was noticed that tip of the hb-13s, hb-15s tip cover was broken. The surgeon attempted to find the fragments of the device inside the patient. The surgeon was unsure if any pieces remained in the patient, all that could be seen were removed.

Event description:
It was reported that at the end of a cranial osteogenesis procedure, it was noticed that tip of the hb-13s, hb-15s tip cover was broken. The surgeon attempted to find the fragments of the device inside the patient. The surgeon was unsure if any pieces remained in the patient, all that could be seen were removed.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.